Event description:
It was reported there was a shocking and jolting sensation after charging the implantable neurostimulator (ins). Stimulation was too strong even when it was turned down to 0.1 volts. It was reported the patient was "vibrating." Ins was charged for two hours with mostly full couplings bars, it was also reported the ins battery was low to begin with. Patient felt stimulation in left hand and thumb which was there normal pain area. The patient was then feeling stimulation from their back to the buttocks and into the right arm which was not where they normally feel stimulation. There were no reported falls or trauma. The patient lead was in the cervical area. It was reported that movement caused stimulation changes. Troubleshooting was attempted and it was not stated the patient was having overstimulation, however the patient needed to lie in bed to determine if troubleshooting helped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v246530, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. No further information was reported.